Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction occurred due to the drawer failure. A field service engineer found that the cubie tray was malfunctioning, swapped out the cubie tray in the drawer, placed all cubies back in the drawer, and restarted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es main drawer was not detected on the communication bus. The customer reported there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.